Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion (pe) occurred. The procedure was cancelled post sedation. During an atrial fibrillation (a fib) ablation procedure, a versacross connect access solution for faradrive. It was noted that the physician had access issues with the tortuosity in the vessels of the groin. Once the faradrive sheath was up, the transseptal puncture (tsp) was attempted several times with versacross rf wire. The tsp was completed however the farawave catheter was never inserted in the body. A pericardial effusion was noted and the physician then asked for protamine to be given to the patient. A pericardiocentesis was performed followed by surgery. The patient was hospitalized beyond standard care. The device is not expected to be returned for analysis. It was further reported that there was a difficult venous access and tsp crossing. Also, it was possible there might have been multiple track up/down for tsp. The pe was noted after tsp attempted and completed.